Event description:
Our office in (B)(6) received a report that a pt had mistakenly used totalcare daily cleaner to store her lenses (lens type unk) overnight, then applied them without rinsing, contrary to the manufacturer's suggested regimen. The pt was advised by the dispensing pharmacy to go to a hospital emergency room for treatment. Additional info has been requested of the pt regarding her treatment, and resolution of her symptoms, as well as requesting return of the complaint unit; however, she has not responded. Follow-up with the pharmacy indicated that the pt was still under the care of the physician 17 days after her initial experience.

Manufacturer narrative:
Lot number of solution used by pt is unk, as the MFR has not received the lot number or adverse event details. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. All pertinent info has been provided.